Event description:
Medtronic received information that 1 day following implant of this transcatheter bioprosthetic valve, the patient required a permanent pacemaker implant for a condition related to the implant procedure. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Multiple attempts to obtain additional information regarding this event have been unsuccessful. The device remains implanted, therefore no product analysis can be performed. Should the device be returned or additional information become available, a supplemental report will be submitted. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).